Event description:
There is no info regarding the pt. The target lesion was the proximal right coronary artery (rca). The lesion was de novo, not calcified or tortuous. There was 99% stenosis. A 3.5 x 13mm cypher was delivered to the target lesion. Negative inflation was not conducted. The cypher was inflated directly. While inflating the stent delivery sys (sds), the gauge of the inflation device decreased suddenly at 10atm. Therefore, the physician retrieved the sds and implanted a different cypher (same size) instead. The procedure was completed safely. There was no reported pt injury. The prod was clinically used and will be returned for analysis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states prod. The prod was returned for analysis. Add'l info will be submitted within thirty days upon receipt.